Event description:
It was reported that on (B)(6) 2025, a 24mm amplatzer post-infarct muscular vsd occluder was implanted in the patient. The occluder was implanted. On an unknown date, it was noted that the device is located in the defect but has shifted.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information